Event description:
Information was received from (B)(6) that per the ventricular assist device (vad) coordinator the patient reported battery switching. With preliminary review of the log files by the manufacture's field engineer there were no alarms logged in. Per the field engineer's recommendation, the devices were exchanged. There was no effect on the patient; "the patient is doing fine, at home". This is report 3 of 3.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: 1650de bat052683, a00036 bat201429, a00036 bat202865, a00036 bat204138. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. There is a warning to keep a spare set of fully charged batteries and a spare back up controller available at all times. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of three reports (3007042319-2015-01490, 3007042319-2015-01491 and 3007042319-2015-01492) submitted for devices related to the same event.

Manufacturer narrative:
(B)(4), catalog/part no: a00036 (B)(4). (B)(4), catalog/part no: a00036 (B)(4). (B)(4), catalog/part no: a00036 (B)(4). Instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. The instructions for use (IFU) includes the following warning. Never disconnect both power sources (batteries and ac or dc adapter) at the same time since this will stop the pump. At least one power source must be connected at all times. A controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several premature power switching events. Analysis of the controller (B)(4) and battery (B)(4) revealed that the devices met specifications; the devices passed visual examination and functional testing. Analysis of batteries (B)(4) revealed that the devices failed to meet specifications; the devices passed visual examination but failed functional testing due to a memory corruption, causing the battery to exhibit a high cycle count. The most likely root cause of the failure of the memory corruption is due to a communication error. This is considered an incidental finding and not related to the reported event. This is three of three reports (3007042319-2015-01490, 3007042319-2015-01491 and 3007042319-2015-01492) submitted for devices related to the same event.